Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs #1225714-2014-00285 and 1225714-2014-02286.

Event description:
The plaintiff's attorney alleged that the decedent experienced alkalosis, hypertension and a cardiovascular event on or about (B)(6), 2007 and subsequently expired after the use of the product.